Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that patient was fine after reprogramming and adjustment of the device, but all of a sudden it ¿cut out on its own¿ and the patient shook. It was noted that the patient was implanted for essential tremor. It was noted that the patient ¿lost his normal living life when the device cut out.¿ it was unknown if the patient had been around a strong electromagnetic interference (emi). It was noted that the patient was out looking at a new car and when they used the remote start, ¿that acted it up.¿ it was noted that the patient was unable to walk when the device cut out. It was further noted that the patient¿s first adjustment of the device was fine, but the second adjustment ¿caused an imbalance on one side more than the other.¿ it was noted that the patient fell twice a few weeks ago. It was noted that the patient¿s ¿mind cut out¿ and he was mumbling, but after the adjustment the patient was fine. It was further noted that the patient had 3 surgeries in (B)(6) 2013. It was noted that the reporter stated that ¿she was told very little complication and shock in the leg and surgery for hospital.¿ it was unclear if the patient was shocked in the leg or if the surgery was related to the device. It was noted that the patient had a CT scan on the day of the report in the emergency room on the day of the report. It was noted that the ¿health care professional (hcp) was puzzled by what was happening.¿ it was noted that the patient refused to go to the physician¿s office. It was further noted that the ¿patient was not able to walk and aged 20 years all of a sudden.¿ it was further noted that the patient experienced symptoms of dizziness and difficulty walking.

Manufacturer narrative:
Concomitant products : product ID 3387s-40, lot # va08s1t, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va08s1t, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).